Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, they were unable to issue medication because the key was not returned. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system key had not been returned. A technical support specialist (tss) found that the customer did not have access to cycle count the key. Customer mentioned just restocked that item and returned the key. Upon reviewing the transactions, the tss found that the key had been returned, but there was a pending transaction on april 30th at 9 am by a nurse. The transaction for the key was looked up on myqlink. The tss instructed the customer to check under the last patient, the key issued was shown and had returned. The customer was able to return the key and then issue the medication for their patient. The system functioned as intended after the technical support specialist assisted the issue.